Event description:
An attempt was made to use one zinger guidewire and one attain lead for left ventricular pacing lead placement. The guidewire was not inspected. The guidewire was prepped per IFU with no issues noted. The guidewire was examined and flushed before use with no issues noted. The wire tip was not formed by the physician. It was detailed that a subclavian vein access approach was used as is common in crt implantation. Resistance was not encountered when advancing the guidewire. Excessive force was not used during insertion/delivery. It was reported that the guidewire was noted to be damaged. The attain lead was successfully positioned, however, damage of the guidewire was observed when pulling out of the pacing lead. The damage noted to the guidewire was described as disentanglement and coil separation. The guidewire did not become entrapped in the lead. The guidewire was removed from the pacing lead without problem. There was no resistance noted during withdrawal of the device. There was no complaint against the lead. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: one zinger guidewire was received for analysis. A detachment of the core wire had occurred, proximal of the first joint, and the spring coils had unraveled from the core wire and were deformed. The material was jagged and uneven on both sides of the detachment site. The coils, while unraveled from the core wire, were still attached at the distal joint. The end weld was present. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.